Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation for confirmed; due to a cut on charged coupled device cable, color tone of the image was not proper. The additional evaluation findings were as follows: the adhesive on the bending section cover had a chip, the video connector was damaged, due tow wear of the angle wire, bending angle in the up direction did not meet standard value, due to damage on the forceps elevator lever, bending section could not be firmly fixed, due to damage on the charged coupled device, noisy image occurred, the bending section cover had a scratch, switch #1, #2, #3 had discoloration, the label on the light guide connector was peeled, the light guide cover glass was deformed, and the universal cord had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the deflectable videoscope light had a strange color. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.